Event description:
On 05/12/97, respironics became aware that a patient had expired while using a lifecare pvv ventilator. Apparently, the caregiver turned the machine off to suction the patient and neglected to turn the ventilator back on. The machine was picked up by the local sheriff's department for subsequent evaluation.